Manufacturer narrative:
Implant region 11 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. The implant shows severe damage due to removal. The long-term fracture of the screw must be considered relevant to the implant fracture. Material or structural defects can be ruled out as the cause of breakage.

Event description:
Implant fracture.

Event description:
Implant fracture.